Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties occurred. The 60% stenosed target lesion was located in the superficial femoral artery (sfa). The calcification was minimal and under angiography it appeared to be neo-intimal hyperplasia rather than calcification. The degree of tortuosity was a reasonable aorta over bifurcation angle left to right; the angle was not too steep. Following pre-dilation to 5 mm, a 6 x 150 x 130 eluvia¿ drug-eluting vascular stent system was then advanced contralateral left to right over a .035 non-bsc guidewire. Deployment was initiated via the thumbwheel and after approximately 30 mm of stent deployment; the stent stopped deploying. The thumbwheel cogs stripped internally revering the thumbwheel unusable. Deployment was continued with the blue pull handle and a large amount of force was required. The stent was deployed successfully. The patient condition was stable post procedure.